Event description:
A medwatch report was received from the user facility indicating an attempt was made to deploy an angio-seal device following a ptca procedure. Hemostasis was not achieved and a femostop was applied. The pt developed signs of vascular insufficiency (decreased circulation) in the left leg. The pt underwent surgery in july 2004 after developing gangrene; a left above knee amputation was performed.